Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were not always responding to presses. The patient stated that since the keypad became unresponsive, the rubber has started to peel. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): keypad was found to be torn around the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The up arrow, down arrow and contrast keypad buttons were intermittently responsive and did not spring back or click back normally. The ok keypad button responded as expected and was found to spring back and click back normally. There was evidence of keypad contamination found under the up arrow, down arrow and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.